Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and was subsequently hospitalized due to high blood glucose event on 8-nov-2024. The patient was unconscious at the time of hospitalization. The current blood glucose value of the patient was 154 mg/dl. The duration of hospitalization was more than 24 hours, and the patient was treated with intravenous insulin. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.